Event description:
Many autoimmune side effects from saline mentor breast implants placed 2003. Symptoms started in 2005 and continued to get worse. Hashimoto's, ana positive, pots, brain fog, dizziness, ringing in ears, headaches, lethargic, balance issues, pain in breast. Upon removal of implants, large amounts of calcifications were found on implants which were stuck to breast capsule. Just had surgery so not taking any meds at this time.